Event description:
Bed found in "down" storage. Head up function not working. Function does not work manually or under power. Battery led is on. No pt impact reported.

Manufacturer narrative:
Bed found in "down" storage area. Head up function not working. Function does not work manually or under power. Battery led is on. After troubleshooting determining problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.